Event description:
It was reported that the pump had "multiple occlusion alarms" during basal delivery. The pump was being used for demonstration purposes; there was no pt involvement.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted, if the device is received.